Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Revision surgery is scheduled for (B)(6) 2025.

Manufacturer narrative:
Conclusion: according to the information received from the field the lack of benefit was caused by debris in the external ear canal blocking the tympanic membrane. Reportedly after an ear cleaning the hearing returned back to normal. The device remains implanted and in use. This is a final report.

Event description:
The user's hearing performance with the device was affected. The surgeon was initially going to revise the coupler via the ear canal based upon the user's history, however, when he was able to look down her hear canal he found significant debris and impaction directly on the tm. Once removed he looked under her tm, he was unable to see any middle ear anatomy or the device due to her atresia. After the thorough ear canal cleaning, the user reported an hour later that hearing with the device was back to normal.